Event description:
It was reported that the patient underwent a posterior fusion at th12-l5 to treat pyogenic spondylitis. It was reported that the screws placed at l4 and l5 loosened post-operatively. The patient suffered back pain and has been scheduled for a revision surgery. No additional information was provided.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.